Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant and spinal pain. On (B)(6) 2016, it was reported that at an unknown time, the patient underwent an MRI and a manufacturer¿s representative had to restart the pump following the MRI. It is unknown how long the motor was stalled following the MRI before the representative had to restart the pump. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.